Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, the right ventricular (rv) lead helix would not be rotated and extended. As a resolution the rv lead was not implanted and an alternate near at hand was implanted instead on 24 jul 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray examination were normal with no anomalies found.